Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the infusion set cannula. Customer experienced diabetic ketoacidosis and was admitted into the emergency room (ER) on (B)(6) 2019 with a blood glucose (bg) level of 430 mg/dl. Reportedly, ketones were considered life threatening by healthcare provider. While at the hospital, the customer was treated with insulin drip and fluids. The customer was in the ER for 7 hours and left with a bg of 131 mg/dl with no permanent damage and issue resolved. Reportedly, customer changed the infusion set to resolve air bubble.